Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 35 devices were received for evaluation. The 33 events were confirmed. The 31 devices were found to have a compromised hose. One device was found to have worn internal components. One device was found to have excessive lubrication. Two device evaluations are in progress. Four devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. The 37 events had no patient involvement; no patient impact. One event had patient involvement; no patient impact. Though attempts were made, one event did not have information regarding the reported event.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation. 2 events were confirmed. 2 devices were found to have a compromised hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 39 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 37 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. Though attempts were made, 1 event did not have information regarding the reported event.